Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and was unable to reproduce the reported issue and noted that the iabp unit was operational. The stm observed excess amounts of fluid on the front panel and left side of the iabp unit. The stm opened up the iabp unit and verified fluid ingress. The stm ordered parts, returned to the customer's site the next day and replaced the patient interface module (pim) to backplane cable assembly, power management board, pneumatics interface board, and pneumatic module assembly. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) powered down. It was later reported the device was removed from service and held in the biomed department. There was no patient harm or adverse event reported.